Event description:
It was reported that; during xia3 surgery, the both side set screw of the crosslink could not be turn. The surgeon used other crosslink and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned connector was confirmed to have a jammed set screw. This was likely the result of the set screw being fully backed out past the acceptable position. However, the screw was torqued back to a usable position and was then found to be fully functional. Conclusion: the most likely cause of the customer reported event is the customer fully backing out the set screw past its usable position, which resulted in its jamming.

Event description:
It was reported that; during xia3 surgery, the both side set screw of the crosslink could not be turn. The surgeon used other crosslink and finished the surgery.